Manufacturer narrative:
Investigation summary: it was reported that syringes were found with black and white dots and damaged or broken. To aid in the investigation, ten samples and eight photos were provided for evaluation by our quality team. The samples came bulk packaged. A visual inspection was performed and damaged syringe barrels and embedded degraded resin was observed. The eight photos provided show some of the samples received. A device history record review was completed for provided material number 301035, lot number 1091338. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly equipment was performed. Alignment or the rails and conveyors were acceptable. Flow of products was good. Frequency of inspections were increased to mitigate the embedded degraded resin escapes. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: the embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll bns was damaged. This occurred on 65 occasions. The following information was provided by the initial reporter: it was reported that syringes found with black and white dot and damaged/broken.